Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was no provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on (B)(6) 2020 following introduction of a 5f celt device into a patient's femoral artery in order to close a puncture site, doctor deployed the distal wing and pulled back the implant into place in the arterial wall, then deployed proximal wing. However, he pulled the implant through the puncture site and removed the implant which was attached to the delivery system. He then performed 15 minutes of manual compression. The patient had no complications and was discharged on the same day as per their standard hospital protocol.